Manufacturer narrative:
The explanted products were not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, the patient's surgical wound appeared open at the left subpectoral and the device had eroded through the skin. The patient was hospitalized and antibiotics were administered. This implantable cardioverter defibrillator (ICD) and the associated leads were explanted due to the high risk of infection and a new system was implanted on the patient's right side. No additional adverse patient effects were reported.